Manufacturer narrative:
Title: endotracheal tube kinking in the prone position during pediatric neurosurgery:, a case report source: children 2022, 9, 1530. Https://doi.org/10.3390/children9101530 accepted: 4 october 2022. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the literature case report, a six year old undergoing a sub occipital craniectomy was intubated with a 5.5 mm cuffed oral trach and placed on prone position for the surgical procedure. After approximately one hour after the start of the surgery the peak airway pressure increased from 17 to 39 cm h20 and end-tidal co2 quickly dropped. The patient experienced brief desaturation. Attempted to manually ventilate the patient and found a significant increase in airway compliance and decreased bilateral lung sounds. Concerned for an airway obstruction, the anesthesiologist attempted to passed a suction catheter but was unable. The team decided to quickly close the incision and reposition the patient supine. The tube was removed and replaced with a new 5.5 mm tube. Upon removal it was noted that the tube had a large kink at 11 cm. After securing a new airway the patient was again placed prone and the procedure was completed without any further issues or complications. Endotracheal tube kinking in the prone position during pediatric neurosurgery:, a case report : gilbertson, l.e.; morgan, m., 2022. Published: 4 october 2022.